Event description:
It was reported that during allograft processing the device produced an incomplete mesh. Upon evlaution the cutter failed its cut test. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore; there is no patient involvement and therefore no harm or delay in any surgical procedure. No further follow up is indicated. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record identified the following, the cutter failed testing due to an incomplete cut. The cutter will need replacement. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.